Event description:
The customer called to report that they were hospitalized for low blood sugar levels. Per customer, there were no symptoms of lbg and became incoherent. It was indicated that md suggested to have the pump checked and believes that the pump was the cause for this event. Troubleshooting was done on the pump and there were no significant findings. The customer is currently working with their md regarding their basal rates.